Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, and an opening on the posterior side. A leak test and microscopic analysis were performed which identified a smooth crease opening and a voice >1mm in the non-textured, valve-to-shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation and "any creases". Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.